Manufacturer narrative:
No device information is available at the time of this report. Good faith effort is attempted to retrieve more information. If new information becomes available a follow up/supplemental report will be completed.

Event description:
The manufacturer received information stating that at vitalaire korea, when a device is provided to a specific patient, and a repeated ¿vent inoperable¿ or ¿ventilator service required¿ alarms occur, the device is retrieved and replaced. This device is being reported for the device replacements per patient due to these alarms. There is no log available for review of an actionable error code; however, this will be reported as a ventilator inoperable event. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received stating that at vitalaire korea, when a device is provided to a specific patient, and a repeated ¿vent inoperable¿ or ¿ventilator service required¿ alarms occur, the device is retrieved and replaced. This device is being reported for the device replacements per patient due to these alarms. There is no log available for review of an actionable error code; however, this will be reported as a ventilator inoperable event. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed. New information regarding the device has been received, and the serial number has been updated in this report.